Event description:
It was additionally reported that medication was provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: primary op notes were reviewed and no complications were noted. Patient-reported pain with right lateral aspect of the trochanter area of surgical approach has discomfort provided otc joint rub. X-rays good position of right tha, no evidence of subsidence or loosening of components and are in good position radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the right hip arthroplasty. Minimal heterotopic ossification. Small avulsed enthesophyte at the hip abductor attachment to the greater trochanter. Reported event was confirmed by review of medical records provided. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient experienced pain approximately 5 years post implantation. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: catalog number:010000705 lot number:3818257 brand name: g7 bonemaster shell. Catalog number:010000936 lot number:3819969 brand name: g7 hi-wall e1 liner. Catalog number:51-110100 lot number:3581766 brand name: taperloc stem. Catalog number:650-0661 lot number: 2016050122 brand name: biolox head. Multiple reports were submitted along with this report 0001825034-2021-03217, 0001825034-2021-03218. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device remains implanted in the patient.